Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2016. The patient was admitted to the hospital on (B)(6) 2016 for a bone marrow transplant (bmt). Two days later the patient developed a fever and pneumonia was suspected. Subsequently the patient died of acute hypoxic respiratory failure on (B)(6) 2016. Cause of death is reported as septicemia. The site reported the patient's death was not related to the superdimension device or the enb procedure.